Event description:
15~ient called lfs alleging that the one touch ultra meter was reading inaccurately low. Patient had been working outside in the heat and as a result had been feeling tired. He reported obtaining a "16 mg/dl" at 10:30 am. The patient was unable to indicate if the meter was set the correct unit of measurement. Patient reported not performing a second test to see if the result was correct. Patient contacted a medical professional for advice. The customer service representative discovered that the patient had been using expired test strips, thus indicating why the patient obtained the extremely low blood glucose reading. Patient had noticed the test strips peeling upon removing them from the test strip port. There was no evidence that the meter contributed to an adverse event. Based on the information provided, the meter and test strips are being reported due to the peeling strip issue.